Event description:
The 5mm cannula instrument accessory was returned without any allegations of malfunction. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned, no information was provided. Engineering evaluated the instrument and found the tip of the cannula with damage and indentation. The cannula did not pass the obturator test. The evidence was inconclusive, but the damage was likely due to mishandling. No other damage was found on the cannula. 80 - the instruments and accessories user manual specifically states: general precautions and warnings o handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.